Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka was performed, the patient experienced global laxity in the knee. A revision surgery was performed on the (B)(6) 2022 to thread this adverse event where the jrny ii bcs cnstrd art isrt 3-4 lt 11m was replaced with a 15mm bcs insert with excellent balance and rom. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm any issue with the device. Additionally, the clinical/medical investigation concluded that, x-rays appear to show a right tka with some anterior tibial radiolucency inferior of baseplate and around the stem; as well the femoral component could be posteriorly rotated however, no comparison images have been provided. Based on the limited documentation provided, definitive clinical factors have not been identified which would have contributed to the reported event; however, the revision was reportedly due to global laxity. It cannot be determined that there was a malperformance of any device and/or if what appears to be anterior tibial stem radiolucency noted in the undated/unidentified images is a stable finding. The patient impact beyond the reported laxity and revision to a thicker insert could not be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.